Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. Functional and visual testing was performed. The customer's reported problem was unable to be repeated. Performed functional check of the pump and found it had no problem regarding "double beep with cassette" during the investigation. The pump does not recognize the cassette when a start button is pressed. The pump was displaying "no cassette" attach alarm message. Fluid ingressions were found on the pump. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump double beeped that there was no cassette. There was no patient involvement.